Manufacturer narrative:
It was reported that the patient had the lead replaced due to lead fracture. Patient also reported lead malfunctioned and it wasn't sensing. No patient complications have been reported as a result of this event. Additional information was received in the hospital notes reporting that the patient had experienced dizziness, shortness of breath, and atypical chest pain. Upon a routine telephone check, it was found that there was no capture, so the patient presented to the clinic. Interrogation revealed no capture even at the highest output, no sensing, and high impedance of 3435 ohms. When the lead was explanted, it was noted that there was a complete fracture under the clavicle. It was also reported that when explanting the 4004 lead (which was previously capped in 1995), the distal 1 cm was embedded in the myocardium and broke. The 1 cm section was left in the patient. No conclusion can be drawn capture, failure to impedance, high lead(s), fracture of sensing, none.

Event description:
It was reported that the patient had the lead replaced due to lead fracture. Patient also reported lead malfunctioned and it wasn't sensing. No patient complications have been reported as a result of this event. Additional information was received in the hospital notes reporting that the patient had experienced dizziness, shortness of breath, and atypical chest pain. Upon a routine telephone check, it was found that there was no capture, so the patient presented to the clinic. Interrogation revealed no capture even at the highest output, no sensing, and high impedance of 3435 ohms. When the lead was explanted, it was noted that there was a complete fracture under the clavicle. It was also reported that when explanting the 4004 lead (which was previously capped in 1995), the distal 1 cm was embedded in the myocardium and broke. The 1 cm section was left in the patient.